Event description:
A 28 mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel morphology was reported to be moderately tortuous with moderate calcification. Aneurysm morphology is unk. It was reported that after successful deployment of the bifurcated stent graft the pt's right external iliac artery was dissected by a 22f sheath. A 16 mm diameter x 11.5 cm length aneurx iliac extension cuff was successfully implanted to treat the dissection. Final angiogram demonstrated no endoleak or extravasation. No additional sequelae were reported and the pt is reported to be fine.